Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a coil embolization procedure involving multiple vessels of the right internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). One target vessel was successfully treated, after which the lantern was repositioned. During advancement of a ruby coil into the subsequent target vessel, the coil did not form as intended. The physician elected to withdraw the coil. During retraction, the ruby coil unintentionally detached within the lantern microcatheter. The lantern containing the detached coil was removed from the patient, and the coil was flushed out on the back table. The procedure was completed using additional ruby coils and a new lantern microcatheter. There were no reported adverse effects to the patient.